Manufacturer narrative:
This MDR is a result of an investigation finding, conservative filing- unclear consumer use related vs. Manufacturing related. Our quality engineer inspected the photographs and sample submitted for evaluation. Bd received one unsealed unit of a 22gx1.00in insyte autoguard bc from lot# 3228138 for the investigation of this complaint. A gross visual inspection shows that the unit has been removed from its packaging though does not have signs of use of physical damage. Microscopic analysis discovered there was a v-shaped cut at the tip of the catheter tubing. This type of cut resembles a bevel spear through event occurring at the terminus of the tubing and likely resulted in difficulty threading the catheter tubing. The reported non-conformance was confirmed. Based on the location and appearance of the puncture our engineers have determined the most likely root cause to be related to a needle piercing the catheter tubing; further understanding of the root cause could not be determined from the device provided. Needle through catheter events can occur as a result of manufacturing or use of the product. Manufacturing generated occurrences of this non-conformance are mitigated by a combination of automated visual inspection systems and complete product inspections by trained quality professionals. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc global catheter snags. The following information was provided by the initial reporter: after puncturing the vein, the catheter snags, requiring a sudden movement to catheterize the vein.